Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the device was successfully re-programmed to resolve the event.

Event description:
During a remote follow up, far field r-wave oversensing was noted on the device resulting in inappropriate mode switching. Abbott technical support was contacted and the device is anticipated to be reprogrammed to resolve the event. No intervention has been performed. The patient was in stable condition.